Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction pump tubing leakage. Tubing leakage closed pump.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump and two cylinders and a reservoir were received for evaluation. Examination and testing of the returned component revealed surface abrasion on all tubes of the pump. No functional abnormalities were noted with the pump. Tow sutures with plastic sheathes intact were attached to cylinders 1 and 2 indicating the components had not been implanted. No visual or functional abnormalities were noted with cylinders 1 and 2. The information received indicated the device had a pump tubing leakage, but because no functional abnormalities were noted, quality cannot determine the true cause of this reported event. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5266937. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.